Event description:
Long rr intervals and absence of pacing pulses were observed on an holter ECG. Therefore, a follow up was performed; however, it was not possible to reproduce the observed behaviors. A reintervention was performed and it revealed that the ventricular lead was not fully inserted into the pacemaker port (but the lead could not be removed from the port by a pulling test).

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issue to ela medical (2009), ela is filing this MDR at this time. Conclusion: the provided data confirmed some missing pacing pulses during the holter recording performed on two days in 2009. No data was available in the device memory to show the reported event. The pacemaker operation was correct and within specs when returned: electrical characteristics are within specs. Some damages were observed on the connector components (mainly at atrial level) but could have been done during the explantation and does not have any relation with the reported event. At the revision time, the physician observed that the lead seemed to pushed completely but tightened and test of the lead after disconnection did not reveal anomaly. We could reproduce the observed incident by connecting the lead without pushing it completely in the port: intermittent pacing was observed when the lead was slightly pulled. This is a possible explanation for the reported event: if the lead was not completely pushed in the port, some physical efforts of the pt could have potentially induce mechanical constraints with bad/poor electrical contacts at the level of the proximal ventricular lead-pacemaker connection.